Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed that the base unit was missing the accessory flip door. Unknown dust/dirt contamination present on all surfaces of device. Interior investigation observed an unknown dust/dirt contamination present throughout device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit the device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation.